Event description:
It was reported to philips that the azurion system was not switching on. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips remote service engineer (rse) analysed the system remotely and determined that the system was not starting. The philips field service engineer (fse) inspected the system onsite and identified that the cbct was tripping the rcd, which was the source of the problem. Upon troubleshooting actions, the fse fixed the wire that was passing through the cbct. After repairs, the system was returned to use in good working order.